Event description:
It was reported that during cholecystectomy, one fell out crossways and the other one was weak in closing and was unformed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.